Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: gastrointestinal videoscope olympus gif-ez1500 operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope gastrointestinal videoscope olympus gif-ez1500 operation manual chapter 4 operation: 4.3 using endoscopic therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the light guide lens and plastic distal end cover had a burn. There was no patient involvement.